Event description:
The initial reporter stated they received discrepant results for 5 patient samples tested with the elecsys estradiol iii assay on a cobas 6000 e601 module, serial number (B)(6). The initial questionable results were reported outside of the laboratory. Patient sample 1: the sample initially resulted in an estradiol iii value of < 18.35 pmol/l accompanied by a data flag. The sample was repeated on (B)(6) 2023, resulting in a value of 148 pmol/l. Patient sample 2: the sample initially resulted in an estradiol iii value of < 18.35 pmol/l accompanied by a data flag. The sample was repeated on (B)(6) 2023, resulting in a value of 120.4 pmol/l. Patient sample 3: the sample initially resulted in an estradiol iii value of < 18.35 pmol/l accompanied by a data flag. The sample was repeated on (B)(6) 2023, resulting in a value of 154.4 pmol/l. Patient sample 4: the sample initially resulted in an estradiol iii value of < 18.35 pmol/l accompanied by a data flag. The sample was repeated on (B)(6) 2023, resulting in a value of 146 pmol/l. Patient sample 5: the sample initially resulted in an estradiol iii value of < 18.35 pmol/l accompanied by a data flag. The sample was repeated on (B)(6) 2023, resulting in a value of 145 pmol/l.

Manufacturer narrative:
Quality controls were acceptable during the daytime on 02-may-2023 and 10-may-2023. No quality controls were run in the early morning of 03-may-2023. Upon review of the alarm trace, no abnormalities were found. The pre-cleaning and rinsing stations of the analyzer were found to be dirty and were cleaned. Precision testing and comparison with another instrument were performed and were acceptable. The investigation is ongoing. H3 other text : na.

Manufacturer narrative:
Clarification was received that patient sample 3 was repeated a second time, resulting in a value of 156.7 pmol/l. Clarification was received that an additional patient sample generated discrepant results with the elecsys estradiol iii assay: on (B)(6) 2023, the sample initially resulted in an estradiol iii value of 378.9 pmol/l. On (B)(6) 2023, the sample was repeated two times, resulting in values of 591.8 pmol/l and 611.5 pmol/l. The customer used 13 mm. Diameter tubes but did not use rack adapters required for 13 mm. Diameter tubes. Pre-analytical information further indicated underfilling of the primary sample tubes (actual 2, nominal 5 ml). The investigation could not identify a product problem. The issue is consistent with incorrect pre-analytical sample handling.